Event description:
It was reported that the patient had underwent a revision procedure due to pain and cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the cylinder swells up and the patient is in pain, the patient presented the malfunction two weeks prior to the revision procedure and the patient got well following the procedure.

Manufacturer narrative:
Field change: h3, h6, h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. . A cylinder bulge was identified in one of the cylinders attributed to fluid between the inner and outer tubes. Cylinder 2 performed within specification. Product analysis is unable to confirm the reported allegation of pain; however, product analysis confirmed the "aneurysm" allegation based on the identification of the cylinder bulge. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient had underwent a revision procedure due to pain and cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the cylinder swells up and the patient is in pain, the patient presented the malfunction two weeks prior to the revision procedure and the patient got well following the procedure.